Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the anvil cutting rings showed no traces of knife impression and the rings were received intact. An intact suture was properly tied at the base of the anvil to the connecting piece of three devices. The last one had an untied suture. The proximal catheter tubing were stressed with impressions from the anvil fitting barbs. Functionally, all of the devices were subjected to a measured anvil retention test with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was pulling the delivery tube down the esophagus on a laparoscopic total gastrectomy, the anvil came off prematurely where the tube was attached. They opened another device and same thing happened. After two attempts to use the same device, the doctor used a stapler to create anastomosis. This resulted to extended surgical time. There was no patient injury.